Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device was dropped. There was crack on the device. Customer's blood glucose was 541 mg/dl. Customer's blood glucose was 290 mg/dl. Customer declined troubleshooting. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with complete broken reservoir tube lip. We were unable to perform the basic occlusion test and occlusion test due to broken reservoir tube lip. However, the insulin pump was received with normal operating currents and passed error test, rewind, displacement test, prime test and excessive no delivery test. The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at display window corners, broken battery tube threads, missing o-ring, cracked case at reservoir tube window corners and missing end cap sticker.